Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia symptoms leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure including hernia repair and linx device implantation on an unknown date. -uneventful device explant (B)(6)2017 due to severe dysphagia. -linx device found in the correct position/geometry at the time of removal.